Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes stated that the patient's infusion site came out early around 5 am and asking if she can place a new cleo or what to do for next steps. The cps walked the patient and spouse through site change. The patient was wearing site on abdomen. The event occurred during infusion. There was no patient harm or no patient injury.